Event description:
Customer ran linearity material for vancomycin (reagent lot 14455100) and could not hit the top end of the linearity material. She ran the upper calibrator and recovered 66 ug/ml instead of the expected value of 80 ug/ml. When this calibrator was run on a different analyzer, it recovered 71 ug/ml. Customer also ran a calibrator with an expected value of 10 ug/ml which recovered 8 ug/ml. Customer did not allege any erroneous patient vancomycin results. The field service representative found a damaged sample probe was the cause and replaced the probe. He performed calibration and qc which was acceptable.